Manufacturer narrative:
Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat test at 0.0876 inches. No over delivery anomalies noted during testing. Unit successfully downloaded to thump and carelink. Confirmed 21.225 units of normal bolus was delivered on (B)(6) 2024 between 01:21:37.000 and 23:56:23.000. Pump was cut to perform visual inspection and found no moisture damage on the pcba 1, pcba 2, force sensor and motor home switch. Force sensor zero offset within specification with 22.9 mv. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, cracked keypad overlay, stained keypad overlay and pillowing keypad overlay. Pump passed functional testing and no over delivery anomalies noted during testing. Possible over delivery anomaly was not confirmed. Unable to confirm low bg's. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and a possible over delivery anomaly. The customer reported a blood glucose value of 2 mmol/l. The customer reported hypoglycemia treated with glucose/carb intake. The event involved product(s) mmt-1885. The troubleshooting was performed, and the customer was reporting sensor glucose vs blood glucose reading difference. The difference was outside of the acceptable range, insulin delivery was suspended due to sensor glucose vs blood glucose reading difference. Explained sensor may have no longer been responding to glucose changes and explained possible causes. No further patient complications were reported. The customer will discontinue using the device and was advised to revert to the backup plan as per healthcare professional instructions. Mmt-1885 was requested, and the customer response was that the device will be returned.